Event description:
In 2008, the pt reported that she experienced an e4 (occlusion) on her infusion device. To troubleshoot she was instructed to disconnect from her infusion site and to bolus through the infusion tubing. The e4 recurred. She then removed her infusion site and stated it was bent at an angle and the site bled when it was removed. She stated, the infusion site may have been in use for 4 days. She was advised to change the infusion site every 3 days. She was advised to change insulin cartridge, infusion tubing, and infusion site. She was able to prime the infusion tubing without error. She also stated that the edges of the adhesive of the infusion site were "peeling" up. She stated that she has difficulty keeping the adhesive stuck to her skin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.